Event description:
It was reported that two and a half to three months after implant, the patient was getting up from a recliner chair, the foot caught her heel, and she spun, and it threw her where she fell against a door, and moved her pump. It was noted that the patient¿s legs were not strong. The pump reportedly ¿lost its place,¿ and they said it flipped. The patient stated "I know where the port and the side is at/apparently the port is up to the top middle¿; her doctor reportedly told her that a couple of weeks ago. The patient fell on the bus in (B)(6) 2014, and had neck and shoulder pain constantly ever since. The patient had shoulder pain when she would bring her arm up, and the left side was the worst. The reporter stated "in other words I can¿t tell if I¿m getting it in the right place or not and I can't hardly feel it because my shoulder neck hurt very badly.¿ the patient had an upcoming appointment with their healthcare provider (hcp) in (B)(6). The pump system was being used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).